Manufacturer narrative:
B3 - event date is best estimate, as exact date was unable to be obtained. H6 device codes updated. H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. H3 device eval by MFR: the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific quality technician. The returned sentinel cps was visually and functionally examined. The sentinel cps was returned with a guidewire loaded, one portion protruding from the distal filter slider hub and one portion protruding from the tip of the sentinel cps. The sentinel cps was returned with the proximal filter sheathed, the distal filter unsheathed, the articulating distal sheath relaxed, the proximal sheath kinked, the distal filter slider detached, and the inner member broken. During functional testing, the distal filter was unable to be recaptured due to the detachment of the distal filter slider and broken inner member. The reported distal filter failure to recapture was confirmed. The kinking of the proximal sheath and presence of the guidewire did not contribute to the reported event.

Event description:
It was reported that failure to recapture the distal filter occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position, the proximal filter was deployed in the brachiocephalic artery, and the distal filter was deployed in the left common carotid artery. At the conclusion of the tavr procedure, the distal filter failed to be recaptured. The sentinel cps was removed with the distal filter in an open state. No patient complications were reported.

Manufacturer narrative:
B3 - event date is best estimate, as exact date was unable to be obtained.

Event description:
It was reported that failure to recapture the distal filter occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position, the proximal filter was deployed in the brachiocephalic artery, and the distal filter was deployed in the left common carotid artery. At the conclusion of the tavr procedure, the distal filter failed to be recaptured. The sentinel cps was removed with the distal filter in an open state. No patient complications were reported.